Event description:
Patient reportedly died on ventilator at her home as a result of a clot entering the lungs. Dates of use: (B)(6) 2015 - (B)(6) 2016. Diagnosis or reason for use: chronic respiratory failure.